Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the customer that after the insertion of the catheter, it was impossible to remove the spring wire guide (swg) due to the wire became unraveled. The physician had to remove the whole swg/catheter with difficulty because the swg hung in the vein. As a result, they had to reinsert a new catheter from the competitor. Info received from arrow (B)(4) on 02/19/2010 stated physician that is able to answer add'l questions is unavailable at this time. However, our contact in (B)(4) noted that according to the last info from the pharmacist, there is no other issue reported after the second insertion. Add'l info received from (B)(4) on 03/02/2010 stated that the pt had occlusive syndrome. The insertion site was left subclavian. When the md reinserted a new catheter, he used the same insertion site. This catheter was inserted successfully.